Event description:
It was reported that the patient experienced undesired sensations or root stimulation in the front of their body when the stimulation was turned on. The patient stated that they have a wound that is still septic and they are experiencing other symptoms, including difficulty walking, dizziness, headache, balance issues, feeling depressed, and hair loss. The patient stated that they experienced a burning sensation in their buttocks and very sharp, stinging pains at the implantable pulse generator (ipg) site. The physician reported that the patient's ipg site became infected. The patient was admitted to the hospital and treated with IV antibiotics and IV drips. A culture was also taken, but the infection kept recurring despite medical intervention. Additionally, the patient experienced inadequate stimulation and many attempts at reprogramming were made but were unsuccessful. The physician reported that the patient was also admitted to the hospital and received an injection in their trochanteric bursa to treat their pain, but it did not appear to be effective. The patient is requesting an explant procedure, however, the physician states that the patient has to wait for the infection to settle before any revision procedure can be performed. The physician assessed the device as not being the cause of the patient's pain, as the patient's pain was caused by other factors prior to being implanted with the spinal cord stimulation (scs) system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: 7082696; model: sc-2218-70; serial: (B)(6); batch: 7082696. Product family: scs-extension: upn: m365sc3138550; model: scs-extension; serial: (B)(6); batch: 7030551.

Manufacturer narrative:
Implant date: (B)(6) 2022, exact date is unknown.

Event description:
It was reported that the patient experienced undesired sensations or root stimulation in the front of their body when the stimulation was turned on. The patient stated that they have a wound that is still septic and they are experiencing other symptoms, including difficulty walking, dizziness, headache, balance issues, feeling depressed, and hair loss. The patient stated that they experienced a burning sensation in their buttocks and very sharp, stinging pains at the implantable pulse generator (ipg) site. The physician reported that the patient's ipg site became infected. The patient was admitted to the hospital and treated with IV antibiotics and IV drips. A culture was also taken, but the infection kept recurring despite medical intervention. Additionally, the patient experienced inadequate stimulation and many attempts at reprogramming were made but were unsuccessful. The physician reported that the patient was also admitted to the hospital and received an injection in their trochanteric bursa to treat their pain, but it did not appear to be effective. The patient is requesting an explant procedure, however, the physician states that the patient has to wait for the infection to settle before any revision procedure can be performed. The physician assessed the device as not being the cause of the patient's pain, as the patient's pain was caused by other factors prior to being implanted with the spinal cord stimulation (scs) system.